Manufacturer narrative:
The soft cannula was kinked. During manufacturing of the cannula part the soft cannula is kept straight by the introducer needle. However, if the introducer needle is bent during handling and packaging of the infusion set, this may affect the soft cannula causing it to kink. During use in general and specifically during insertion the pt may accidentally kink the soft cannula.

Event description:
Customer with bent cannula that wanted to return and some resulted in high bg and a hospitalization. Customer stated that he went to the emergency room to get syringes and they noticed that the cannulas where bent on his infusion set. Customer states that there was an emergency room visit for their high bgs. Time and date of emergency room visit was: customer state that he does not remember. Blood glucose at time of emergency room visit was: little over 400. Name of the hospital: (B)(6) hospital. Name of individual reporting the incident: customer. Phone number of the reporter or hospital: unk. Description of the complaint: bent cannula. Significant events leading to the emergency room visit: no information available. Pt was not in an accident. Cause of emergency room visit as per hcp: customer stated that he left the hospital the same day and they just noticed that his cannula was bent on infusion set. Outcome of the emergency room visit: customer changed out sets. Customer was wearing the pump at the time of emergency room visit.